Event description:
It has been reported to the co that a pt expired during an attempted coronary stenting procedure. Heart cath procedure began and a 6.5 fr, sheath was introduced into the artery. Proceeded to prepare for ptca. Pt began to complain of back pain. Pt medicated for pain with dilauded 1mgm ivp. While medication being administered the left coronary guide catheter was introduced into the left main and the pt began to complain of chest pain. The pt immediately became symptomatic, with b/p dropping 96/52. The pt became unresponsive and a "code blue/medic" was called. Multiple medications including epinephrine 1 mgm time 3, sodium bicarbonate 1 amp, atropine 1 mgm times 2, lidocaine 100 mgm ivp, lidocaine drip and levophed drip were administered. Death was pronounced. Cause of death listed as sudden occlusion of left main artery and myocardial infarction. Per hospital report: no indication this pt's death is related to equipment malfunction.